Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An event history log review, service history review, visual inspection, and functional testing were performed. The occlusion was identified as an f-2 alarm during the event history log review and functional testing. The cause of the condition was determined to be a latch roller issue and a downstream occlusion sensor that was out of calibration. To correct the condition, the downstream occlusion sensors were calibrated and the latch roller was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an occlusion alarm. This occurred before use. There was no patient involvement. No additional information is available.